Manufacturer narrative:
The customer identified that the arm was not securely attached and caused the issue. The cause of the reported problem was due to un-secured hardware. It is unknown how the hardware became loose. The arm was re-installed and tightened. The device was operational after repairs were completed.

Event description:
It was reported when the nurse was repositioning the arm of the monitor, the mx500 slid off the wall channel and fell to the floor. The arm was re-installed and tightened properly to resolve the issue. It was indicated there was no impact to the patient.